Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report #s 3005099803-2011-01127 and 3005099803-2011-01129 address the other devices. It was reported to boston scientific corporation that three rotatable oval snares were used during a polypectomy procedure performed on (B)(6), 2011. According to the complainant, none of the snares would deliver energy. The procedure was completed with a fourth rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual evaluation of the returned device found no issues, and the unit extended and retracted according to specifications during mechanical testing. An resistance test was performed and the unit passed (device read at 11.30 ohms). The condition of the returned device was not consistent with the complaint of "no power distribution"; the complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report #s 3005099803-2011-01127 and 3005099803-2011-01129 address the other devices. It was reported to boston scientific corporation that three rotatable oval snares were used during a polypectomy procedure performed on (B)(6), 2011. According to the complainant, none of the snares would deliver energy. The procedure was completed with a fourth rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.